Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Prophylactic antibiotics were administered as a precaution and there is no other known pt ill effect. There is a sample available for eval. See scanned page.